Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.67 volts with a charge time of 24.8 seconds. The boston scientific represenative was questioning why the charge time was so long. A boston scientific technical services consultant discussed the extended charge times that can be seen at middle of life (mol) with this device. The device was explanted following two capacitor reformations with charge times over 26 seconds.